Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited foreign objects within the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, foreign material inside the light guide (lg) lens, could not be identified. Presumably, the light guide (lg) lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. However, we could not specify occurrence cause by confirming the event/analyzing the device because the device was not sent to mbc. Although confirmation of the stain (foreign material) inside of the lg-lens on the provided photos by sbc, could not identify the stain (foreign material) or specify the root cause of the stain/foreign material remaining in the subject device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope.¿ olympus will continue to monitor the field performance for this device.